Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call prime anomaly and high blood glucose levels. Customer's blood glucose level was 472 mg/dl. Customer's insulin pump is stuck in a rewind loop. Troubleshooting for prime rewind was performed. Customer is unable to bolus and they continue to receive the alarm. Customer had a low battery alarm and was unable to remove the battery cap. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.